Manufacturer narrative:
(B)(4). Please note: this MDR was originally filed on (B)(6) 2016 to an esubmissions test account. Additional information and the explant have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device details were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 12 years due to high cobalt chromium ion levels.

Manufacturer narrative:
(B)(4). Final report. This case is being submitted as a result of a retrospective review. Manufacture dates for cormet devices implanted in 2007 were requested. No further information was provided and it is unclear at this time whether the devices related to this case have been revised. Additional information to progress with this investigation was requested but not provided, therefore, corin now considers this case closed. However, should any new information come to light this case will be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those that were placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Litigation papers received, litigation requested dates of manufacture for the cormet devices relating to this case which were implanted in 2007. It is unclear as of this time if the reported devices have been revised.